Event description:
It was reported to tyco healthcare that a customer had a problem with a dental needle. The customer stated that the needle is falling off the hub.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.